Event description:
It was reported that two adult expandable circuits exhibited a defect where the inner cuff of the tracheostomy tube inflated simultaneously when air was added to the outer cuff. This issue was identified after the devices were placed in the patient¿s airway. No adverse effects occurred, as the patient was continuously monitored. There were patient involvement and no patient harm.

Manufacturer narrative:
B3: the issue occurred in (B)(6) of 2026. H4: manufacture date is not available based on the reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.